Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Batch # 5037243. It was reported by the customer that medication is leaking from behind the plunger. Verbatim: rcc received a complaint via email. Injuries or adverse event: no po: (B)(4). Item: 302830. Reported issue: customer states medication is leaking from behind the plunger, unusable. Are any samples available for return? Yes. Customer disposition request: replacement. Quantity affected: (B)(4) case. Serial/lot number: (B)(6).

Manufacturer narrative:
(B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 302830 and lot number 5037243. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.